Event description:
It was reported that during use of the pn 31x5 france 5b 100bx there was an issue with delivering the medication. The following information was provided by the initial reporter, translated from french to english: a patient has a clog issue with the 5mm needles used, the product does not come out.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the pn 31x5 france 5b 100bx there was an issue with delivering the medication. The following information was provided by the initial reporter, translated from (B)(6) to english: a patient has a clog issue with the 5mm needles used, the product does not come out.